Manufacturer narrative:
Product complaint # : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instrument room technician was assembly set for sterilization when she noted the tip of glenospher orientation guide was cracked almost broken off - item number 230795000. Supervisor decided to check other instrument set to see if that orientation guide was ok and found it also had a crack. Po# (B)(4) eas issued for this replacement. Patient consequence? :no. Action taken for procedure:instrument defect was not noted during a surgical procedure. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the returned device revealed the tip was broken. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.